Event description:
During an atrial fibrillation ablation procedure, a clot was detected at the tip of the catheter during ablation. The tip of the catheter was cleaned, the irrigation flow was increased, and the procedure was completed with no adverse consequences to the patient. The physician noted that the temperature quickly fluctuated from 38 to 41 degrees when starting the ablation. The catheter was removed and a small clot was observed on the catheter tip. After cleaning the tip of the catheter and increasing the irrigation flow to 40ml/min, there were no further clots noted and the temperature ranged from 36 to 38 degrees. The procedure was completed successfully, with no harm to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.